Manufacturer narrative:
A2. Patient age at the time of event is unknown. A3a. Sex/a3b. Gender is unknown. A5. Ethnicity is unknown. A6, race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that on the first day of support with an impella 5.5, the purge pressure increased above expected levels to >900 mmhg. The purge line and catheter were inspected, and no kinks were observed. Abiomed support recommended replacement of the pump and discussed the tissue plasminogen activator (tpa) protocol with the medical team. The medical team elected to add tissue plasminogen activator to the purge solution, which was reported to resolve the elevated purge pressure. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event. The device was subsequently explanted successfully after weaning. The explant was not considered premature and was unrelated to the reported complication. The patient's outcome at the time of explant was survived. It was reported that the device was discarded and is not expected to be returned for investigation.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Corrected d4 serial number. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the high purge pressure could not be determined as no product or logs were returned for evaluation.